Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
During the procedure the physician used a protégé everflex stent. The patient presented with recurrent claudication in-stent stenosis in the right sfa 35 months later, which was successfully treated with atherectomy and angioplasty.